Event description:
All at/af therapies disabled on (B)(6) 2021, because atrial lead position check failed. Check atrial lead posilion. Alert: rvtip to rvcoil lead impedance warning on (B)(6)2022 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).